Event description:
The stenting physician removed a coronary artery stent from the delivery balloon, onto which it had been assembled during MFR, and remounted it onto another size balloon catheter. This was done in order to accomodate the use of a 8f sized guiding catheter, which was his preference. During the advancement of the modified device to the target lesion site, the stent became dislodged from the balloon catheter and embolized to an unk location. No attempts were made to retrieve the stent, and no complications relative to stent embolization were reported. The lesion was subsequently stented with another type of stent.